Event description:
Patient reported their dentist believes that they should not be using byte retainers due to what he has seen happening to their oral health. There was a letter provided that stated the patient should not wear the byte aligners or retainers due to the patient having dental issues that included excessive gum bleeding and broken fillings. The patient was previously treated with invisalign and the same dentist has overseen that treatment and the patient did not have any issues with invisalign. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.